Event description:
Additional information was received that patient continues to have swelling at the bed of the vns. The surgeon stated that the device is protruding/swelling. The surgeon feels that there is risk that it may break through the skin. When the replacement occurs, the new generator will be repositioned in a new location. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient experiences swelling at the implant site from time to time. It was also mentioned that the patient experienced a change in seizure pattern. Additional information was received from the physician that the patient's swelling has been present at least since last fall as patient was seen in (B)(6) 2014. The physician does think that the swelling might be related to the presence of device and had referred patient to the surgeon. Regarding the seizure pattern change, it was reported that the physician was aware of this event. Patient's medication was increased in (B)(6) and patient¿s intractable epilepsy was mentioned to be the underlying reason. The physician was unable to determine the relationship of this event to vns as he was not aware of it.

Event description:
The patient underwent generator replacement surgery. The new generator was positioned in a different location. The explanted generator has not been received to date. No additional relevant information has occurred to date.

Event description:
The explanted generator was discarded after surgery and is unavailable for analysis. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
Additional information was received that the patient had 5 - 12 seizures per month prior to vns replacement and now has an average 8-12 seizures per month. It is unknown if this is related to vns therapy. The patient's swelling occurs in the left upper chest over vns generator site. The swelling occurs every 2-4 days and resolves on it own. Physician attempted ice pack to site of swelling but the patient refused.